Event description:
Caller reported a cracked and shattered touchscreen on the pump, making it illegible. There was no adverse impact on the customer¿s blood glucose level. The customer continued to use current pump.